Manufacturer narrative:
(B)(4). The superior shaft is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Event description:
It was reported that the hinge is broken on the upbiting tooth of the instrument during a microdiscectomy. Although the instrument was used in surgery, no patient complications were reported.